Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported communication issue and subsequent cancellation remains unknown.

Event description:
During a radio frequency procedure, port 1 was not working and a high pitched squealing noise was noted and the procedure was cancelled with no consequences to the patient. The case has been rescheduled.